Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported complaint could not be confirmed or reproduced during evaluation. The device was serviced and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed the on/off button on the device is defective; device will not power on or off. There was no patient harm or serious injury reported as a result of this incident.